Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction. The device was oversized. The surgeon decided that this size was a better fit for the patient. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4: concomitant product UDI for reservoir is (B)(4).